Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized due to low blood glucose levels. Prior to the event, the customer programmed a bolus, but the insulin pump didn't deliver it initially. Then, suddenly, it delivered the entire amount at once. The customer also reported that the motor does not stop moving when she release the act button during the manual prime. Advised that the insulin pump would be replaced.